Event description:
It was reported by service report that the power cord was damaged, the motor control board was corroded, and the lift motor was stuck in a raised position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board shorted due to fluid ingress. Damaged sheathing on power cord.